Manufacturer narrative:
The reported oad was returned to csi for analysis. Visual examination did not reveal any damage. The oad was powered on and off numerous times and all leds illuminated as expected without any issues observed. Further examination of the oad handle did not reveal any damage. At the conclusion of the device analysis investigation, the report that the oad became stuck in the vessel and a dissection occurred could not be confirmed through analysis. There was no damage or abnormalities observed that would have contributed to the events. The diamondback coronary orbital atherectomy system instructions for use states that a vessel dissection is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Four orbital atherectomy treatment passes were administered distal-to-proximal in the right coronary artery on low speed. On the fourth treatment pass the diamondback coronary orbital atherectomy device (oad) became stuck in the lesion. The oad was removed. Later in the procedure the patient's blood pressure decreased and ivus revealed a type d spiral dissection where the oad had become stuck. Balloon angioplasty and stent placement were performed to resolve the dissection and the patient was in stable condition following the procedure. After the procedure, cine imaging was reviewed and revealed that when the oad was removed the guide catheter was deeply engaged to the distal rca. Per the physician, the blood pressure decrease was related to the dissection, and the dissection occurred due to deep engagement of the guide catheter.